Event description:
Overdelivery due to inadvertent misprogramming reported. The pump was to be set to infuse primacor for a base rate of 9.8ml/hr for 4 hrs and one phase dose via variable mode of 50mcg/kg over 20 mins. For this pt, the dose was 49cc/hr for 20 mins. The nurse inadvertently programmed a "dose" instead of a ml/hr rate for the base rate. The pt rec'd approx twice what was ordered during that specific time period. She experienced lightheadedness and a slight drop in blood pressure. The infusion was stopped and the effects wore off within 30 mins. No adverse sequelae were reported. No further info is available.

Manufacturer narrative:
A review of the pump's history log indicated aon 6/9/97 at 7:56 a.m. The pump was programmed in variable mode. The base rate was 9.8ml/h for 5 hours and phase one was programmed for a dose of 49ml over 20 minutes. Operator programmed dose of 49ml instead of a rate of 49ml/hour. An infusion test using the customer protocol ran within specs. The percent of error was -1.11%.